Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. It was also received with a cracked reservoir tube lip. No moisture damage noted on the electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 128 mg/dl. The customer stated she was at the beach and wearing the insulin pump inside her bathing suit but did not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.